Event description:
The user facility reported that prior to a novasure endometrial ablation procedure, the physician "performed an ultrasound for the measurement of the uterus. A hysteroscopy was then performed and a polyp on the interior surface of the utreus was noted. It took up approximately 50% of the uterus; therefore, a biopsy and curettage was performed." The physician attempted to perform the ablation procedure; however, the novasure device did not pass the cavity integrity assessment test. The physician "noticed the [pt's] belly getting larger and withdrew [the] device from the vagina." A hysteroscopy was then performed and a perforation was discovered. "It is unk if the perforation was a result of the curettage or the novasure procedure." "The physician performed a laparoscopy and cauterized the perforation. The pt was admitted overnight and discharged the next day. Her status was reported as fine."

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. A device history record (DHR) review was unable to be conducted for the disposable novasure device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assesment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible.